Event description:
Pt having an urology procedure completed. A piece of a disposable trocar that has a rubber leaflet that forms a seal to maintain the pneumatic sufflation of the abdomen during the procedure. It was witnessed to drop into the field and was immediately retrieved.